Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a breast augmentation revision with two 375cc mentor smooth round moderate plus profile saline breast implants has experienced bilateral capsular contracture postoperatively, baker grade IV on left and baker grade ii on right. As a result, the patient underwent explantation and replacement with 550cc mentor smooth round moderate plus profile saline breast implants, catalog # 3502550, left lot # 6901156 and right serial # (B)(4) on (B)(6) 2015. This medwatch report is for the left-sided implant.